Event description:
It was reported that lead had an insulation breach. The lead was removed and replaced. It was also noted that the device was replaced due to battery longevity. The device did not meet the expected longevity. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) the proximal segment of the lead was returned, analyzed and the outer tubing was breached due to environmental stress cracking. The lead is part of the advisory for this model.